Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 205 / reset) has been confirmed. As received, the monitor reset. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on ca board sn (B)(4). Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. The intermittent connections are likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. In addition, the y200 crystal oscillator lacked an output. The root cause of the defective crystal cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us contacted zoll to report that a patient's device produced service code 205 - av messaging data corrupt and reset.